Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic stable. Non- sustained rv over sensing alert, due to t wave over-sensing was observed. Programming changes were made. Device remains implanted.